Event description:
The hearing aid user came to the hearing aid dispenser's office complaining of pain in her right ear. The hearing aid specialist found the ear red in color and hot to the touch. She looked in the user's ear and saw a hearing aid battery. The user was referred to a doctor who removed the battery. No further treatment was necessary.